Manufacturer narrative:
Hamilton medical ag case number: (B)(4).investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: ventilator is not working, technical event - 231032 and self test failed during start-up. No patient harm reported.